Manufacturer narrative:
The returned screw was examined visually under magnification, which showed significant damage to locking threads, so much so that threads are not recognizable, they are completely folded over and the screw appears to be non-locking. Examination of the returned plate showed no internal thread damage. Further examination of the x-rays, which also show correct screw placement in this instance, suggests this damage was a result of screw removal. Additional mdrs associated with this event: 3025141-2018-00163: plate; 3025141-2018-00177: screw 1; 3025141-2018-00178: screw 2; 3025141-2018-00179: screw 3; 3025141-2018-00180: screw 4; 3025141-2018-00181: screw 5; 3025141-2018-00184: screw 7; 3025141-2018-00185: screw 8.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2015. At some point postoperatively, the plate broke. Plate and screws have been explanted (in (B)(6) 2018 - exact date unknown).